Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, leading to frequent pump pauses and suspensions and difficulty with pump adaptation during periods of low insulin need associated with physical work. Symptoms included hypoglycemia with psychological distress related to repeated suspensions. Outcomes included user-initiated discontinuation and an approved return of the device. Investigation included review of user reports and usage circumstances. Investigation of this case revealed no specific device malfunction identified and suggested use-related challenges in managing activity without an exercise feature. It was concluded, based on previously established findings for similar reports, that the cause was unclear.